Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 637223) inserted for female sterilisation. The patient's past medical history included hypertension on (B)(6) 2009 and dysuria on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1(B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. Lot number 637223 added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 637223) inserted for female sterilisation. The patient's past medical history included hypertension on (B)(6) 2009 and dysuria on (B)(6)2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension on (B)(6) 2009, dysuria on (B)(6) 2009 and vaginal discharge. Previously administered products included for an unreported indication: ampicillin, erythromycin and penicillin. Concurrent conditions included vaginal bleeding and vaginal bleeding. Concomitant products included amlodipine, diphenhydramine hydrochloride, ibuprofen and naproxen. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), visual impairment ("vision problems"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, urinary tract infection, cystitis, gastrointestinal disorder, hormone level abnormal, tooth disorder, visual impairment, weight increased and fatigue outcome was unknown and the pelvic pain, abdominal pain, female sexual dysfunction and alopecia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device dislocation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted as per medical records, essure insertion date was in 2007. Discrepancy noted for date of insertion previously reported as (B)(6) 2009 and now reporting as (B)(6) 2008. Discrepancy noted for date of removal previously reported as (B)(6) 2016 and now reporting as (B)(6) 2016. Plaintiff received treatment for pain, bleeding,migration, bladder/urinary prob discrepancy noted for date of essure confirmation test previously reported as (B)(6) 2009 and now reporting as (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events: migration, apareunia, abdominal pain, general abnormal bleeding, bladder probs, urinary probs, uti, vaginal infection, vaginal discharge, bladder infection, gi conditions, hormonal changes, dental problems, vision problems, weight gain, fatigue and hair loss added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.